Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: a2dr01 ipg, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was attempted but not used due to placement difficulty. The replacement lead was also difficult to position, but was implanted successfully. No patient complications have been reported as a result of this event.